Manufacturer narrative:
The customer will replace the non-ge soda lime canister to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a leak in excess of 4.5lpm. There was no report of patient involvement.